Event description:
The customer reported an unconfirmed false negative result with the ID now covid-19 assay on an unknown date. The patient initially tested positive with an unknown self-test kit but then tested negative with the ID now covid-19 assay (sample type unknown). The customer reported that no confirmatory testing was performed and that no additional information is available.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1070847 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1070847, test base part number 190-430 / lot 1070847. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1070847 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.